Manufacturer narrative:
H.6. Investigation summary: one open 31g x 5mm pen needle sample was returned from unknown lot. No., cat. No. 320129. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It was reported that medication was unable to be delivered during use with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication was unable to be delivered during use with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out.